Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot. During troubleshooting, the fse attempted to start the system and discovered that the host pc would not power on. The system eventually booted, but the screen remained black until the fse manually powered on the host pc. It was determined that the cmos battery needed replacement. To resolve the issue, the customer replaced the cmos battery and confirmed that the pc had no other problems. After replacing the battery, the system was restored to normal operation and returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.